Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and external interface tube. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the tube arced using hlf mode during a case. No pt injury was reported.